Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 26 months ago. It was reported that the patient was in for a routine follow-up and aneurysm expansion was noted which caused the left limb to come out of the iliac artery and into the aneurysm sac. There was also a type ii endoleak due to a large ima. The device migrated about 39mm and was attributed to disease progression. An endurant 16x20x92 stent graft was implanted in the left limb and successfully addressed the migration. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant showed that the bifurcate proximal graft margin was positioned just below the renal arteries. The proximal stent graft od was 24mm. The ipsilateral limb was placed on the right side. There is a 7.5cm aaa. A possible type ii endoleak was seen near the previous coiled lumbar. The contralateral (left) iliac limb ends distally just at the origin of the left common iliac artery, and there is a distal type I endoleak. The diameter of the left common iliac just distal to the end of the stent graft is 18 x 20mm. The ipsilateral (right) limb has a 2 stent overlap within the right common iliac artery. Both limbs are patent; no kinks are visible. Earlier follow-up images were not provided and the initial overlap of the contralateral limb into the left common iliac is unknown. The cause of the migration could not be determined from the images provided.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (type ii endoleak, disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak, disease progression).